Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was in the 200s mg/dl, , and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal delivery, the customer's blood glucose (bg) elevated to 564 mg/dl. Bg was addressed via a manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Ultimately, the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.